Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a metal hip and was experiencing pain. The surgeon exchanged the head, liner and sleeve.